Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced halos.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a patient could not read following an intraocular lens (iol) implant procedure. Yag laser was performed regarding slight posterior capsular opacity (pco) on an unknown date. A small residual refraction was reported. Additional information has been requested but not received to date.